Event description:
It was reported at 0500 a continuous infusion of epinephrine 64mcg/ml in nacl 0.9% 250ml was initiated. At an unspecified time, it was noted that the tubing set male luer was broken at the connection cap. The patient remained hypotensive and required an increased epinephrine dose, and fluid bolus to counteract the event.

Manufacturer narrative:
Product grid revised-suspect changed from pri tubing to 2426-0500. The customer report that the set's male luer broke (separated) was confirmed based on handling and inspection. Manual handling by slightly tugging the set¿s engagements observed a separation at the engagement between the tubing and male luer components. The set was visually inspected for holes/tears in the tubing or damages to the components. Further inspection of the separated tubing end observed no solvent traces. No obvious damage or any issue was observed. No testing was deemed necessary due to the separation. Inspection under magnification observed no solvent traces. Dimensional analysis of the separated tubing noted it was within specification(s). The root cause is insufficient solvent due to equipment and/or operator error.

Event description:
It was reported that during an infusion of epinephrine 64mcg/ml in nacl 0.9% 250ml, the tubing male luer broke at connection cap. The patient remained hypotensive and required an increased epinephrine dose and fluid bolus to counteract the event.

Event description:
It was reported that during an infusion of epinephrine 64mcg/ml in nacl 0.9% 250ml, the tubing male luer broke at connection cap. The patient remained hypotensive and required an increased epinephrine dose and fluid bolus to counteract the event.

Manufacturer narrative:
Continued from d11-250ml baxter bag lot: y311035 exp: dec20, epinephrine (adrenalin) 64 mcg/ml in 0.9% sodium chloride injection;two used 10ml bd syringes lot: 9175822 exp: 2022-06-30, 0.9% sodium chloride injection;two non-bd syringe connectors;two used extension sets identified to be 30914 microbore sets;one used 10ml bd syringe lot: 9150969 exp: 2022-04-30, 0.9% sodium chloride injection; 60ml bd syringe fat emulsion (intralipid) 20% infusion;non-bd syringe connector the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing cracked/broke.